Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery voltage of 2.64 v and charge time measurements of 17.2 seconds. It was suspected that this device was depleting prematurely. Technical services discussed that this device was included in the mid-life display of replacement indicators product update, which was classified as a product advisory and initially communicated on march 10, 2007 and that routine device follow-up was indicated. The health care practitioner reported that this patient was being following via the latitude system. Subsequently, the device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.